Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 2, 2022 that a flexiva tractip laser fiber was used in a ureteroscopy with laser lithotripsy procedure for a stone treatment in the ureter performed on (B)(6) 2022. The laser console unit used was a p100 laser console. During the procedure, the laser fiber was not working well on the stone. The nurse went to change the laser fiber and burnt her thumb from the fiber connector. The nurse had two small blisters and was treated at home. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a1005 captures the reportable event of fiber connector overheats. Block h10: investigation result. The returned flexiva tractip laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber body measured 314.7 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 4 mm and had normal degradation. A functional evaluation revealed that there was no light from the sma connector, indicating that there was a fracture within the connector. Additionally, the strain relief boot was not connected to the sma connector. The reported event of the flexiva tractip laser fiber overheats was confirmed. It is likely that the prolonged use of the device or condition of the stones caused the overheating. The device overheating led to the fracture with in the sma connector and separation of the strain relief boot from sma connector. Follow up also confirmed that the nurse who burned her finger treated the burn at home. Additionally, the IFU states, in the event of reduced or no laser energy output during application the fiber connector may be hot to touch. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on may 2, 2022 that a flexiva tractip laser fiber was used in a ureteroscopy with laser lithotripsy procedure for a stone treatment in the ureter performed on april 29, 2022. The laser console unit used was a p100 laser console.during the procedure, the laser fiber was not working well on the stone. The nurse went to change the laser fiber and burnt her thumb from the fiber connector. The nurse had two small blisters and was treated at home. The procedure was completed with another flexiva tractip laser fiber.there were no patient complications reported as a result of this event.